Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant when the left bundle branch (lbb) lead was rotated for about five rotations, good electrocardiogram data could not be obtained, so an additional three rotations were performed. However, there were no changes, so the location was changed. The lead could not be pulled out while rotating it to the counter. Even after it was rotated several times, it did not pull out at all. The helix was pulled out by pulling it stronger, but a piece of flesh was attached to the helix and the helix was deformed. The lead was not used and was replaced. No patient complications have been reported as a result of this event.